Manufacturer narrative:
The insulin pump was received with blank display due to broken component on the interface board. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has corroded battery cap contact, minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported that the insulin pump had a blank display due to moisture exposure. The battery cap was noted to be damaged and corroded. Customer's blood glucose reading at the time of the call was 60 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.